Manufacturer narrative:
Maude report ((B)(4)) voluntarily submitted by patient states that s/he was revised to address pain, implant noise, and continues to have pain and limitation of movement, although the type and manufacturer of the products implanted at the revision surgery is not stated. Doi 2008 - dor 2011 (right hip) note: maude rpt states patient's right hip was implanted in 2008; however, the part and lot numbers provided for the femoral head indicate that that component was not manufactured until (B)(6) 2009, calling the accuracy of the doi into question. The devices associated with this report were not returned. Review of the device history records for the provided product/lot combination did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a complaint database search was not possible for the liner, cup, and stem, as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Maude report (B)(6) voluntarily submitted by patient states that s/he was revised to address pain, implant noise, and continues to have pain and limitation of movement, although the type and manufacturer of the products implanted at the revision surgery is not stated.